Event description:
It was reported that the stent tine penetrated the vessel wall. A wallstent was placed. The patient was readmitted due to unrelated complications. During surgery to repair the other complications, it was noticed that tines from the previously implanted wallstent had penetrated the iliac vein wall. The exposed tine was clipped. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).